Event description:
The customer reported that their central nurse's station (cns) keeps going to the bios menu and splash screen, and then back again, and will repeat that sequence. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) keeps going to the bios menu and splash screen, and then back again, and will repeat that sequence. No harm or injury was reported.